Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call experiencing issues with sensor insertion. The customer tried to insert 3 sensors but every time, the serter had broken the sensor needle. The customer would be visiting the hospital to review the insertion process.